Event description:
It was reported that during a case when the physician released the foot pedal the plasmablade was still active. The sales rep unplugged the hand piece from the generator to deactivate it. Once plugged back in, it worked fine. No pt injury reported.

Manufacturer narrative:
(B)(6) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. The serial number of the pulsar footswitch is unknown; therefore, a review of the manufacturing documentation could not be performed. Serial/lot numbers were not provided for either the tna handpiece, generator or footswitch so the root cause could not be determined for the reported event.